Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that an echo showed that the pt had a 9cm ventricle with mitral insufficiency and aortic valve opening. A cat scan was negative for thrombus. The pt experienced hemolysis. On (B)(6) 2012 the pt coded and received medication. The pt developed a large hematoma, but appeared to be doing ok. The pt received a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.